Manufacturer narrative:
(B)(4). The info available at the time being does not allow the co to determine whether the product was suspected (by the primary source) to have caused or contributed to the cervical vertebral disorder (serious ae) requiring surgery. In other words, it is not clear to the assessors whether the consumer reported his neck troubles as part of his medical history or suspected hyalgan contributed in some way to the occurrence. At the time being, even excluding a reasonable cause/effect relationship between the adverse event and use of hyalgan, this case is conservatively being submitted to the agency on an expedited basis. No batch number was received on this complaint; therefore, no investigation can be conducted. The company will try to gather more accurate info from the physician involved in the patient's care. Med eval: this patient has a history of numbness in his fingers and carpal tunnel syndrome. It is unclear to the med evaluators why the ER did an MRI on his neck when his chief complaint was for "worsening knee pain." Without any additional info as to his cervical problems it is difficult to attribute a causal relationship to the injection of hyalgan with his cervical problem. The patient's concomitant medications include methylsulfonylmethane, glucosamine, chondroitin, and aspirin coupled with his inability to ambulate lends the medical evaluators to believe that this patient has diffuse oa and/or osteoporosis affecting his spine as well as possibly other joints. (B)(4).

Event description:
The below narrative includes an initial report from a consumer plus subsequent follow-up. Based on the initial info, received on 12 may 2014, the case was considered non-serious as it did not fulfill any seriousness criteria. Based on the additional info received on 15 july 2014 (the patient underwent surgery), the case was reassessed as serious. A (B)(6) male started hyalgan for osteoarthritis of both knees. The patient's relevant medical history includes hay fever as a teenager, gout in big toe, carpal tunnel in wrist, numbness in fingertips, usage of 2 canes to walk, and inability to work. His concomitant medications include methylsulfonylmethane, glucosamine, chondroitin, and aspirin. Relevant test/laboratory data included a "resonance picture" with unk results. On (B)(6) 2014, the patient began receiving weekly hyalgan injections, 1 in each knee, for 5 weeks for osteoarthritis. On an unspecified date in 2014, the patient reported that pain had increased in his knee, and it became harder for him to get up and walk. He reported that pain is a 5 when walking and getting up on a scale of 1-1-. He is unable to work due to his symptoms and was hoping that he would be able to get a job to pay off the cost of hyalgan. The patient completed hyalgan treatment on (B)(6) 2014. He had a "resonance picture" on an unk date with unk results. The lot number and expiration date of hyalgan are unk. As of (B)(6) 2014 the patient is no longer receiving hyalgan and continues to experience increased knee pain, difficulty getting up, and difficulty walking. Follow up report #1 on july 9 2014: the patient reported that hyalgan "didn't do any good." No additional info was provided. Follow up report # 2 on july 9 2014: the patient re-stated that the hyalgan "didn't do any good." On an unspecified date, the patient stated that he had a neck operation after receiving hyalgan injections and is now in a nursing home. No additional info was provided. Follow up report # 3 on july 15 2014: the patient reported that on (B)(6) 2014 he went to the emergency room for worsening knee pain. An MRI found that his third vertebrae was "rubbing his neck." He underwent neck surgery on his third through seventh vertebrae. He stated that his knee pain is getting better and his surgery recovery is expected to last 90 days for wound healing. He is wearing a neck brace. He has been in rehab for over 30 days. He is using a walker to help him with difficulties in getting up. He reported that the bone relief center misdiagnosed his problem and gave him 10 unspecified knee injections for (B)(6). The patient has a follow up appointment on (B)(6)2014. No additional info was obtained.